Event description:
The customer reported that there was a "ma on in error" message. This error may cause the system to shutdown un-commanded. There is no report of injury or death with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.